Event description:
The customer reported that the insulin pump had a frozen screen. The battery was removed and reinstalled, but the device had an error alarm. The customer also stated that the escape and arrow buttons were sticky. Troubleshooting was performed. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.